Event description:
It was reported that a hair was found inside sterile wrapper. This was discovered on prep. Device was not used in the patient. There were no adverse events or prolonged or time.

Manufacturer narrative:
Device evaluation currently in process.

Manufacturer narrative:
Device evaluation: the device was returned wrapped in a towel. Visually everything was inspected to detect hair however there was none found. The original packaging was not returned with the device. There is no hair visible during inspection of the components. These devices are visually inspected 100% in the pouches prior to boxing. Without the original packaging and hair that was found root cause could not be deteremined. A device history record review was completed and this device met all specifications upon distribution. This event could not be confirmed therefore no CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.